Event description:
Initial result for a pt hcg was 12.59 ug/ml. When repeated, the result was <0.5 ug/ml. The incorrect results were not used to guide therapy. The field service rep found that mewasuring cell needed to be changed and repaired the instrument by replacing the measuring cell.